Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken 560mm from the end of the hub. A visual and tactile examination of the mid-shaft section found one kink at the port entry site. The bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based in device analysis completed on 12jun2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 38 x 3.00mm taxus¿ liberté¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. Patient's status was stable. However, returned device analysis revealed hypotube broken.